Manufacturer narrative:
The device was removed but not returned. The manufacturing and sterilization records were reviewed, and no non-conformities were found related to the nature of the complaint. No device available for return.

Event description:
It was reported to nevro that the patient acquired an infection and had the device removed. The physician noted that the patient has a pre-existing autoimmune disease making her more susceptible to infection. There have been no reports of further complications regarding this event. The patient had been getting effective pain relief prior to this incident.